Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient received chemotherapy agent thru this tubing and one lumen became cloudy/discolored not due to precipitate but rather like a chemical reaction occurred with the plastic. There has a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: updated. No product was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the product we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.